Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. Two products were implanted; the first on (B)(6) 2007 and the second on (B)(6) 2008. American medical systems' sparc device was previously implanted on (B)(6) 2004. The complaints via the attorney were that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known that the pt's current condition is. No info has been confirmed by a health care professional.